Event description:
A "resident that had the hot pack applied to his neck and knees, but his knees got burnt, and had blisters. Originally there was no redness or blisters, but then he went outside, and took a bath, and then there were blisters". No add'l info was provided or confirmed.